Event description:
It was reported that the device would not power on. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad and the power pcb assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and determined that the root cause of the reported failure was an electrically damaged integrated circuit, designator u2, on the power pcb assembly.